Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer, handshake connection, coil, sheath and burr were microscopically and visually examined. The annulus was damaged, which indicates interaction with the guidewire. There were numerous kinks throughout the burr catheter. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04229. It was reported that a rotawire became fractured. A peripheral rotawire¿ and a 1.25mm peripheral rotalink® plus were selected for use. During platforming, outside the patient, it was noted that the rotawire broke in half. It was also observed that the new rotawire could not be loaded onto the burr. Hence, the procedure was completed with another of the same peripheral rotawire and another of the same peripheral burr. No patient complications were reported and the patient was doing well after the procedure.